Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with their implantable cardiac monitor failing to interrogate via radio frequency telemetry. Device is suspected to have reached elective replacement indicator/ end-of-life based on the device's age, but it has yet to be confirmed. No intervention was performed and patient will continue to be monitored. Patient was stable after the event.